Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead helix "popped" while extending and retracting, rather than gradually extending/retracting. It was further reported that the scrub technician experienced difficulty retracting the lead. Tissue was reported on the lead. Another lead was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specifications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.